Event description:
It was reported that the patient experienced a loss of therapeutic effect on the left side of the body. The symptoms began to occur after the implantation of the device on (B)(6) 2012. After taking impedance measurements it was noted that electrodes 4 and 5 revealed low impedances, while other electrodes were considered normal. It was speculated that the adaptor, extension or lead could be the cause of this. It was noted that the patient saw the out of regulation (oor) display on the patient programmer, as well as the "call your doctor" icon. It was noted that the patient's device had parameters of 4.5 volts, 60 microseconds, and 185 hertz. It was further noted that the battery current voltage had decreased 0.2 volts in 1 month. Additional information received reported that the patient had "normal group impedances and full impedance of 1364 ohms" and a new generator and adaptor that was replaced on (B)(6) 2012. It was further noted that the patient experienced a cessation of tremor control on (B)(6) 2012. The patient was reprogrammed on (B)(6) 2012 with good tremor control to avoid the short circuit. On (B)(6) 2012, the patient was rechecked with good tremor control and the battery current voltage had increased. An x-ray on the skull, neck and chest was performed, but revealed no abnormalities and the adaptor was visualized. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 64002, lot# n321932n01, implanted: (B)(6) 2012. Product type: adapter: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v218104, implanted: (B)(6) 2009. Product type: lead: product ID 3387s-40, lot# v186423, implanted: 2009. Product type: lead. (B)(4).